Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned and analyzed and no anomalies were found. The proximal conductor was distorted and there was blood/ body fluid (not obstructed) noted in the conductor. The outer insulation was breached cut and there was blood in/on the helix mechanism. It was also noted that the lead was damaged at implant.

Event description:
It was reported that the same day as implant, the lead was suspected to have microdislodged. It was also reported that the r waves decreased, the thresholds increased and the patient was having ectopy. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.